Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient¿s ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to lead migration. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient¿s ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient was no longer getting adequate coverage due to lead migration.

Event description:
A report was received that the patient¿s ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient¿s ipg was no longer working. The patient will undergo a revision procedure.